Event description:
It was reported that, this right atrial (ra) lead exhibited high pacing impedances out of range two years ago, no sensing issues were noted, nonetheless, at this time the ra lead exhibited no sensing, loss of capture (loc) with high pacing thresholds and pacing impedances were within normal limits. An x ray was scheduled. This device remains in service. No adverse patient effects were reported.